Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level between high 500s mg/dl - 589 mg/dl with trace ketones. Cause was not known. Customer attempted to treat their bg with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 6/4/2024 with the issue resolved and no permanent damage.